Event description:
It was reported that when asymptomatic patient was presented through merlin.net transmission, device was found to be in backup vvi. Patient was brought into the clinic and device software download was performed successfully to resolve the issue. Patient was stable.